Event description:
After a PICC line was placed, this rn was going to flush IV, noticed that "care fusion max guard pre-slit infusion port" was cracked. Removed immediately. Line was removed, will continue to monitor and assess site.